Event description:
It was reported that the tip of the driver broke off into an expedium polyaxial screw during screw advancement, after the screw¿s poly head was touching bone. The surgeon applied force for one last turn when the tip of the instrument broke off. The screw with the broken tip inside of it was removed intra-operatively and another screw as placed without issue. There were no adverse consequences to the patient. The difficulty resulted in a delay of approximately five minutes to the procedure. Concomitant device - expedium 5.5 ss 7.0mm polyaxial screw, catalog no. Unknown.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection found the distal tip of the driver had broken off form the instrument. The broken tip was contained within the head of the returned concomitant device polyaxial screw. A review of the DHR acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although the cause of tip breakage cannot be positively determined, scanning electron microscopy analysis performed on the driver concluded that torsional shear quasi-static failure occurred, starting at the hex lobes of which is extended to the center of the shaft and underwent a quasi-static shear failure. The existence of the two surface morphologies illustrated that the fracture first propagated and then a full breakage took place, presumably when the remaining region did not have strength to bear the load. No material defects or other abnormalities were observed in this analysis. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.